Event description:
Iabp initiated in ICU. Pumping and working well without signs of failure. Iabp unplugged for transportation. Prep panel flashed battery failure and indicated there was 10 minutes of battery life and immediately failed. Pump plugged back in and started charging. Iabp left plugged in and charging until arrangements were made for transport, approx 20 minutes. Transport initiated, iabp failed again approx 10 to 15 minutes into transport.